Event description:
According to the reporter, after the cone biopsy of cervix: dilation and curettage, the physician and nurse noticed that the patient discovered a burn in inner vaginal wall while surgery still ongoing. Thickened monsel was applied post-operatively to burn area. It was noted that the burn was caused by the insulation electrode ball and a competitor¿s diathermy loop. Only those two and speculum touched patient inner vaginal wall.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that use of the device resulted in a burn. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.